Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, moving parts did not move smoothly-trigger and had contact damage. It was further determined that the device failed pretest for general condition and check for sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.